Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings, subsequently causing the customer to experience a decreased blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address decreased bg. Reportedly, the transmitter and the pump regained connection prior to contacting tandem customer technical support (cts). Customer's bg was 150 mg/dl at time of call to cts. Cts advised customer to contact cts should any additional issues arise.